Event description:
It was reported that this arctic sun device had failed for an error 01 (patient line is open). Biomed already had a circulation pump and wanted to confirm what they needed to do to fix this issue. Biomed would replace the device and rerun the calibration. Per additional information via phone on (B)(6) 2023, it was stated that a call was made to the facility on (B)(6) 2023, the biomed confirmed that the replacement of the circulation pump resolved the issue. The device passed functionality test and has been returned to floor. The biomed noted the issue was found during routine check and was not found on a patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that this arctic sun device had failed for an error 01 (patient line is open). Biomed already had a circulation pump and wanted to confirm what they needed to do to fix this issue. Biomed would replace the device and rerun the calibration. Per additional information via phone on 19jun2023, it was stated that a call was made to the facility on 16jun2023, the biomed confirmed that the replacement of the circulation pump resolved the issue. The device passed functionality test and has been returned to floor. The biomed noted the issue was found during routine check and was not found on a patient.